Event description:
Patient's one touch basic meter allegedly would only prompt the "clean test area" message. Patient was unable to test on their meter due to this message for 2 weeks. Patient reported they felt light-headed, tired and "did not look well". Patient was at work when they felt low. The emt tested the patient on their meter with a result of 100 mg/dl. The emt's gave the patient some orange juice. Patient stated that they knew that their blood sugars were low because they had just eaten a sandwich before the emt arrived. Patient also stated that they had another meter with them but could not test because they did not have the test strips for the exactech meter. Patient also has 4 other meters: one touch basic (they keep at work), one touch profile (keeps at home), exactech (keeps in their purse) and another meter type unknown. No further information has been reported.